Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of the patient¿s death cannot be determined as there was no reported root cause; however, it was reported by a medical professional that there was no indication the patient¿s death was related to the performance of the liberty select cycler. It is well known the end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient¿s death was not due to the liberty select cycler; however, the cause of death was not reported. Additional attempts were made to acquire further details concerning this patient¿s death; however, no additional information was obtained. In the intake, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s death.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s death. The cause of the patient¿s death cannot be determined as there was no reported root cause; however, it was reported by a medical professional that there was no indication the patient¿s death was related to the performance of the liberty select cycler. It is well known the end-stage renal disease (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Therefore, the liberty select cycler can be excluded as a root cause or contributor to this event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient¿s death was not due to the liberty select cycler; however, the cause of death was not reported. Additional attempts were made to acquire further details concerning this patient¿s death; however, no additional information was obtained. In the intake, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s death.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical inspection. A visual inspection of the returned cycler exterior showed no signs of physical damage. The catch-post hipot test passed. The patient hipot test passed. The current leakage test passed. An (as-received) 12000ml treatment-based continuous cyclic peritoneal dialysis (ccpd) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. No fluid leaks in the test cassette during the treatment test. The system air leak test passed. The valve actuation test passed. The patient pressure sensor calibration check passed. The voltage calibration checks passed. An internal visual inspection of the returned cycler was performed and found no discrepancies. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient¿s death was not due to the liberty select cycler; however, the cause of death was not reported. Additional attempts were made to acquire further details concerning this patient¿s death; however, no additional information was obtained. In the intake, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s death.

Event description:
A contact for a peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler expired while connected to the cycler. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient¿s death was not due to the liberty select cycler; however, the cause of death was not reported. Additional attempts were made to acquire further details concerning this patient¿s death; however, no additional information was obtained. In the intake, there was no indication this event was related to pd therapy or the use of any fresenius product(s) or device(s). Presently there is no allegation or objective evidence indicating a serious injury, patient death, or other adverse event(s) occurred related to a fresenius product(s) or device(s). Additionally, there is no allegation a fresenius product(s) or device(s) deficiency or malfunction caused or contributed to the patient¿s death.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.